Event description:
No additional new information received from the customer.

Manufacturer narrative:
Updated fields in: b5, d8, d9, h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the presence of dry fluid debris within in the socket air tubing. Based on the results of the investigation, the most probable cause that led to the malfunction is cause traced to component failure, an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was blinking, and all the light source lights were flashing. The event occurred during unspecified diagnostic procedure. There were no reports of patient harm.